Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 693565 lead implanted 2012-(B)(6). (B)(4)

Event description:
It was reported that the device experienced possible premature battery depletion, lasting less than three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.